Event description:
It was reported that the patient experienced alternating episodes of low and high glucose while using the ilet bionic pancreas and expressed irritation with the pump, with documented instances of unannounced meals and variable exercise timing that coincided with glucose fluctuations; the patient reported treating lows with sweets, juice, and dessert, and sometimes delaying or skipping meal announcements. Symptoms included feeling heavy with difficulty walking during lows and pronounced thirst and malaise during highs. Outcomes included the need for troubleshooting and education regarding hypoglycemia treatment and consistent meal announcements, with no alarms, hospital visits, or alerts reported. Investigation included review of device use patterns and user-reported behaviors. Investigation of this case revealed user management issues, including overtreatment of hypoglycemia and inconsistent meal announcements, as the most plausible contributors to the reported glycemic variability, with no device alarms or malfunctions identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors, including overtreatment of hypoglycemia and inconsistent meal announcements.